Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had a no delivery alarm during basal delivery. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer's blood glucose value was in the range of 400mg/dl. Caller states she did not get insulin at breakfast but she is unsure if the customer forgot or what. Caller declines to troubleshoot for high blood glucose value. She will change the set and monitor. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.